Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. Seven active centurion (cen) fms packs were returned and visually inspected. No obvious defects were observed that would have contributed to the reported event. All seven samples were tested on a calibrated centurion console; six of the seven primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution bottle through the irrigation path continuously, no fluidic anomalies were observed. Sample seven failed to prime and generated system message. The aspiration tubing at the insertion point to the cassette was inspected, and the distal end of was occluded with solvent. This observed issue would have resulted in the customer's experience. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the tubing with solvent and subsequent insertion to the aspiration port on the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. Action will not be taken for this occurrence. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the product clogged during a procedure. Additional information was requested; however, none has been received to date.